Manufacturer narrative:
(B)(4).    Additional information: 27,293 patients were 70 years or older. Additional information:  26,065 patients were women.   Please note that this event is regarding the 883 patients reported with vascular complications. Since there were no patient demographics or device specifics, this event will be reported under one medical device report (medwatch).   Please note that the expiration date and the manufacturing date were unknown.   This is one of three medwatch reports involved with the attached literature article. The manufacturing reference number for this event is case-(B)(6). The manufacturing reference number for the other medwatch reports are 3004939290-2017-00038 ((B)(4)) and case-(B)(4).     The products are not available to be returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the literature article published by the comparative effectiveness research institute, johns hopkins university school of medicine, a registry-based prospective study that analyzed vascular complications for patients that had undergone percutaneous coronary intervention (pci) revealed that the risk of vascular complications for the mynx vascular closure device was 1.2%. Vascular complications included local hematoma, major access-site bleeding, vascular complication requiring intervention, access-site hematoma, and post-procedural retroperitoneal bleeding. A total of 883 (1.2%) of patients experienced unspecified vascular complications, 277 (0.4%) of patients experienced access-site bleeding, and 1,328 (1.8%) of patients required blood transfusion. 73,124 out of 1,822,575 patients from the registry received unspecified mynx devices. Relative risks for vascular complications were greater in three pre-specified high-risk subgroups: patients with diabetes, those 70 years of age or older, and women. No further information is available at this time.

Manufacturer narrative:
Additional information was received regarding this article: 321 patients experienced retroperitoneal hemorrhage (rph) after treatment with mynx product. Lot numbers are not available, and it is unknown how many patients expired.     This is one of four medwatch reports involved with the attached literature article. The manufacturing reference number for this event is case- (B)(6). The manufacturing reference number for the other medwatch reports are 3004939290-2017-00038 ((B)(4)), case-(B)(6). Complaint conclusion: as reported in the literature article published by the comparative effectiveness research institute, johns hopkins university school of medicine, a registry-based prospective study that analyzed vascular complications for patients that had undergone percutaneous coronary intervention (pci) revealed that the risk of vascular complications for the mynx vascular closure device was 1.2%. Vascular complications included local hematoma, major access-site bleeding, vascular complication requiring intervention, access-site hematoma, and post-procedural retroperitoneal bleeding. A total of 883 (1.2%) of patients experienced unspecified vascular complications, 277 (0.4%) of patients experienced access-site bleeding, and 1,328 (1.8%) of patients required blood transfusion. 321 patients experienced retroperitoneal hemorrhage (rph) after treatment with mynx product. Lot numbers are not available, and it is unknown how many patients expired. 73,124 out of 1,822,575 patients from the registry received unspecified mynx devices. Relative risks for vascular complications were greater in three pre-specified high-risk subgroups: patients with diabetes, those 70 years of age or older, and women.     The devices were not available to be returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided.     Vascular access site complications are known procedural complications associated with intravascular closure devices and is listed in the IFU as such. Vascular access site complications can include access-site bleeding, hematoma, and retroperitoneal bleeding. Possible treatment for such issues, depending on severity, can be manual compression of the access site or blood transfusion. These complications are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Based on the limited information available for review, the events may have been influenced by patient and procedural/handling factors. However, there is not enough information to draw a clinical conclusion between the device and the event. Without return of the device or a lot number, it is not possible to determine if there was a design or manufacturing related issue. Therefore, no corrective or preventative actions will be taken at this time.